Event description:
It was reported that the patient underwent a rectocele repair with allograft (alloderm), and perineoplast in 2001. Sutures were used to close the vaginal mucosa, and to build up the perineum, and close the skin. Discharge report indicates the patient suffered as syncopal episode on postop day #1. MRI and EKG performed were both normal, patient was monitored in ICU overnight. Post op day #2 the patient was awake and alert, and was discharged. Post op day #7 patient is noted as doing well and suture line was non-tender upon palpation. Erythema is noted on an external scan, diagnosis of probable yeast infection was made. Mytrex cream was prescribed. Four days later, patient feels sutures are pulling. Exam revealed sutures pulling at the side on the perineum. Sutures were cut and removed. Six weeks later, patient presented with midline incision pain and multiple stitch granulomas. Surgical removal of suture was scheduled to be performed at three months post-operatively.